Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient not showing up in my q link and cabinet. A technical support specialist (tss) found the patient was showing admitted as expected but for facility there was no medbank hl7. The tss noted the integration messages are being directly entered into the medbank database with as400 and informed in order to find out why this patient was not showing and need to reach out to the as400 team, unfortunately, there was no visibility over the as400 integration process. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, patient was not shown up in the mql and cabinet. The patient was visible on the pharmacy system; however, when user checked in mql, the patient record does not exist. There were no adverse events or injuries reported based on this event.